Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v565966, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had urethral diverticulum. It was noted the patient had multiple surgical treatments on (B)(6) 2012. It was further noted the treatments included urethral diverticulectomy, urethroplasty, and cystoscopy. It was reported the patient had recurring urinary tract infections. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2012.